Event description:
A customer reported that she changed the unit of measurement setting of her freestyle mini meter while setting the date and time. There was no report of death, serious injury or mistreatment. The customer's meter was returned and investigations confirmed the memory overwrite malfunction on 11 jan 07.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.